Event description:
This unsolicited case from united states was received on 20-feb-2018 from patient. This case concerns a (B)(6) year old male patient who received treatment with synvisc one and on the same day patient could not walk, knee was so swollen and lots of fluid was removed from the knee. No concomitant medications were reported. The patient has received previous synvisc one injections every six months for four or five years without any problems. The patient has no avian allergies, but was allergic to benzalkonium chloride/dexamethasone/phenylmercuric nitrate (maxidex), clarithromycin (biaxin), oxycodone hydrochloride/paracetamol (percocet) and indometacin (indomethacin). The patient has diabetes that was controlled by diet and he has had his right hip replaced twice, most recently in 1997. On (B)(6) 2017, patient received treatment with intra articular synvisc one injection once (lot number, dose and expiration date: not reported) for osteoarthritis in left knee. The procedure on the same day was not unusual and patient went home to rest the knee, but later that day his knee was so swollen that patient had to call the rescue squad to take him to the emergency room (ER) because he could not walk (latency same day). Patient did not have a fever. Lots of fluid was removed from the knee. The patient was not admitted to the hospital and it was recommended that he see his doctor the next day. On (B)(6) 2017, patient saw his doctor, more fluid was removed and other tests were done. The results of the tests were unknown to the patient. The doctor also gave him a cortisone or some other kind of shot that day in his knee and told him to elevate the knee and rest as much as possible. The patient's swelling improved after the fluid was removed, but the pain did not go away too much. The patient was using a cane or walker before the injection and was still using them to get around. Patient stated that it hurt more now than before the injection. Corrective treatment: cortisone; rest for all events; cane, walker for could not walk outcome: recovering for knee was so swollen; unknown for rest events. A pharmaceutical technical complaint (ptc) was initiated and results were pending for the same. Seriousness criteria: required intervention for all events; disability for could not walk pharmacovigilance comment: sanofi company comment dated: 26-feb-2018. This case concerns a patient who received synvisc one injection for osteoarthritis. Later, patient experienced difficulty walking. Based on the information available, the causal role of the suspect product in the occurrence of the event cannot be denied. However, further information regarding patient's current medical conditio and concomitant medications would aid in a better case assessment.

Event description:
This unsolicited case from united states was received on 20-feb-2018 from patient. This case concerns a (B)(6) male patient who received treatment with synvisc one and on the same day patient could not walk, knee was so swollen/left knee swollen, lots of fluid was removed from the knee and lots of pain. The patient has received previous synvisc one injections every six months for four or five years without any problems. The patient has no avian allergies, but was allergic to benzalkonium chloride/ dexamethasone/phenylmercuric nitrate (maxidex), clarithromycin (biaxin), oxycodone hydrochloride/ paracetamol (percocet) and indometacin (indomethacin). The patient has diabetes that was controlled by diet and he has had his right hip replaced twice, most recently in 1997. The patient had atrial fibrillation, groin pain, osteoporosis, type 2 diabetes and high blood pressure. Concomitant medication included calcium/vitamin for osteoporosis, labetalol and lisinopril for high blood pressure, warfarin for atrial fibrillation, atorvastatin for cholesterol. On (B)(6) 2017, patient received treatment with intra articular synvisc one injection once (lot number, dose and expiration date: not reported) for osteoarthritis in left knee. The procedure on the same day was not unusual and patient went home to rest the knee, but later that day about 03:00pm the patient's left knee was so swollen with lots of pain that patient had to call the rescue squad to take him to the emergency room (ER) because he could not walk/hardly walk (latency same day). Patient did not have a fever. Lots of fluid was removed from the knee. The patient was not admitted to the hospital and it was recommended that he see his doctor the next day. On (B)(6) 2017, patient saw his doctor, more fluid was removed and other tests were done. The results of the tests were unknown to the patient. The doctor also gave him a cortisone or some other kind of shot that day in his knee, pain pill and blood pressure pill and home instruction given to elevate the knee and rest as much as possible. The patient's swelling improved after the fluid was removed, but the pain did not go away too much. The patient was using a cane or walker before the injection and was still using them to get around. Patient stated that it hurt more now than before the injection. The patient was not admitted in hospital. As of (B)(6) 2018, it was reported that the patient did not have problem of left knee swelling but still have osteoarthritis of left knee. The patient did not receive medication. Corrective treatment: pain pill for lots of pain; cortisone; rest for all events; cane, walker for could not walk outcome: unknown for lots of fluid was removed from the knee; recovered for rest of events a pharmaceutical technical complaint was initiated with (B)(4). The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Sanofi would continue to monitor adverse events to determine if a CAPA was required. Seriousness criteria: required intervention for all events; disability for could not walk additional information was received on 28-feb-2018. Ptc (pharmaceutical technical complaint) results were added. Text was amended accordingly. Additional information was received on 08-mar-2018 from the patient's husband. The patient's medical history, concomitant medications and concurrent conditions were added. The event term of knee was so swollen was updated to knee was so swollen/left knee swollen. Additional event of lots of pain was added along with details. Outcome for the event of knee was so swollen/left knee swollen was updated from recovering to recovered. Outcome for the event of could not walk/could hardly walk was updated from unknown to recovered. Clinical course was updated. Text was amended accordingly. Pharmacovigilance comment: sanofi company comment follow up dated: 8-mar-2018. The follow up information does not change the previous case assessment. This case concerns a patient who received synvisc one injection for osteoarthritis. Later, patient experienced difficulty walking. Based on the information available, the causal role of the suspect product in the occurrence of the event cannot be denied. However, further information regarding patient's current medical conditio and concomitant medications would aid in a better case assessment.

Event description:
This unsolicited case from united states was received on 20-feb-2018 from patient this case concerns a (B)(6) year old male patient who received treatment with synvisc one and on the same day patient could not walk, knee was so swollen and lots of fluid was removed from the knee no concomitant medications were reported. The patient has received previous synvisc one injections every six months for four or five years without any problems. The patient has no avian allergies, but was allergic to benzalkonium chloride/dexamethasone/phenylmercuric nitrate (maxidex), clarithromycin (biaxin), oxycodone hydrochloride/paracetamol (percocet) and indometacin (indomethacin). The patient has diabetes that was controlled by diet and he has had his right hip replaced twice, most recently in 1997. On (B)(6) 2017, patient received treatment with intra articular synvisc one injection once (lot number, dose and expiration date: not reported) for osteoarthritis in left knee. The procedure on the same day was not unusual and patient went home to rest the knee, but later that day his knee was so swollen that patient had to call the rescue squad to take him to the emergency room (ER) because he could not walk (latency same day). Patient did not have a fever. Lots of fluid was removed from the knee. The patient was not admitted to the hospital and it was recommended that he see his doctor the next day. On (B)(6) 2017, patient saw his doctor, more fluid was removed and other tests were done. The results of the tests were unknown to the patient. The doctor also gave him a cortisone or some other kind of shot that day in his knee and told him to elevate the knee and rest as much as possible. The patient's swelling improved after the fluid was removed, but the pain did not go away too much. The patient was using a cane or walker before the injection and was still using them to get around. Patient stated that it hurt more now than before the injection. Corrective treatment: cortisone; rest for all events; cane, walker for could not walk outcome: recovering for knee was so swollen; unknown for rest events a pharmaceutical technical complaint was initiated with global ptc number: (B)(4) the product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Sanofi would continue to monitor adverse events to determine if a CAPA was required. Seriousness criteria: required intervention for all events; disability for could not walk additional information was received on 28-feb-2018. Ptc (pharmaceutical technical complaint) results were added. Text was amended accordingly. Pharmacovigilance comment: sanofi company comment dated: 28-feb-2018.the follow up information does not change the previous case assessment. This case concerns a patient who received synvisc one injection for osteoarthritis. Later, patient experienced difficulty walking. Based on the information available, the causal role of the suspect product in the occurrence of the event cannot be denied. However, further information regarding patient's current medical conditio and concomitant medications would aid in a better case assessment.